Manufacturer narrative:
It was reported that the patient underwent sling revision on (B)(6) 2012 due to urinary retention, urinary obstruction, and pain. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2002 and a mesh was implanted. The patient underwent revision/removal of sling abdominal approach, cystourethroscopy salpingo-oophorectomy, and complete bilateral enterolysis intestinal adhesions, lysis of ovarian adhesions on (B)(6) 2013, due to incomplete bladder emptying, ovarian mass and abdominal pain. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent burch retropubic urethropexy complicated due to previous retropubic procedures x2, and urethrocystoscopy due to stress urinary incontinence, weak pelvic floor tissue and urinary frequency on (B)(6) 2013 by (B)(6). No additional information was provided.